Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately a month ago the insulin gauge showed 0 units of insulin. Reportedly, the customer was able to remove 100 units from the cartridge. There was no impact to the customer's blood glucose level. The customer declined to upload the pump data for review by tandem technical support.